Event description:
The patient received less medication than intended. The pump was returned to the pharmacy departement with an unsigned note that stated, "underdelivering." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additinal information was provided.